Event description:
Information received by medtronic indicated that the customer experienced diabetes ketoacidosis. The customer reported no symptoms. Troubleshooting was not performed. It was found that the customer has treated the high blood glucose event with the manual injection. It was unknown if the customer was using the pump within 48 hours of the reported event. The auto-mode feature was not active. No further patient complications were reported. It was unknown if the customer will continue to use the device. The pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm, bolus delivery anomaly and high bgs/dka found on (B)(6) 2023 (per ss event date). The pump was received with a blank display. Unable to verify no delivery alarm/insulin flow blocked alarm, bolus delivery anomaly and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to blank display. Unable to download history files and traces using thus due to blank display. Unable to upload pump to carelink due to blank display. The pump was cut open to perform visual inspection and found corrosion on the vibrator assembly noted. Corrosion was also found on the battery tube and battery tube spring noted. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and motor assembly noted. The original pcba 1 was installed in the original pcba 2, test case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcba 1 was re-installed in the original pcba 2, test case, internal battery and motor. Powered the pump on using the aa 1.5v battery, continued self test, currents measurements, download history files and traces using thus and upload pump to carelink. The pump passed the self test, active current measurement test and sleep current measurement test. No blank display noted using a test case. Blank display was confirmed due to corrosion on the vibrator assembly, battery tube and battery tube spring noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of (B)(6) 2023, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of (B)(6) 2023 listed on smartsolve. Unable to check power data for low battery alert and replace battery alert. Unable to test for low battery alert and replace battery alert due to blank display. Low battery alert and replace battery alert were unknown. Force sensor zero offset within specification (24.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs/dka. Unable to perform the required testing, test for no delivery alarm/insulin flow blocked alarm, bolus delivery anomaly, download history files and traces using thus, upload pump to carelink were confirmed due to blank display. Blank display was confirmed due to corrosion on the vibrator assembly, battery tube and battery tube spring noted. However, a test case was used. Powered the pump on using the aa 1.5v battery, continued self test, currents measurements, download history files and traces using thus and upload pump to carelink. No blank display noted using a test case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.